Event description:
It was reported that the patient received possible inappropriate shocks due to a suspected right ventricular (rv) lead coil fracture. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). Additionally, the right ventricular (rv) lead triggered alerts for high undefined pacing and defibrillation impedances. Reprogramming of the rv lead was performed and detections and therapies were turned off when the patient was in-clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: evolutr-34-us transcatheter valve; implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.